Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she fell back on the device, lost a little weight and when she sat down or scooted back on a chair, it hurt. The patient reported that the device was removed and replaced by a smaller device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having her device replaced on (B)(6) 2019. The patient reported that the device she had now was big and had been hurting for a while now. The patient reported that when she sat on something hard, it seemed like she was always hitting something on the device and it hurt. The patient noted that she had not lost any weight. No further complications were reported.